Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5 x 23 mm de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 2.50 x 24 mm promus element plus drug-eluting stent was selected for use; however, during unpacking, it was noted that the first proximal struts of the stent was deformed and the stent was unusable. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.